Manufacturer narrative:
Title: retro-rectus repair of complex incisional hernia leads to low recurrence rate source: anz j surg 87 (2017) 591-594 accepted for publication 2 november 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (year 2007 to year 2013) this study aimed to assess the outcome of a retro-rectus repair of complex abdominal wall repair (cawr) in a single institution in relation to the used of biologic and synthetic mesh. 29 hernias were repaired with the device and 10 out of 29 had a seroma, hematoma and surgical site infection. 2 out of 29 had a recurrence of hernia after 18 months and developed post-operative wound infections. That requires the patient a wound washout in theatre and also had a bleeding duodenal ulcer requiring multiple transfusions and endoscopic intervention. The other had a severe chest infection requiring prolonged ventilator support).